Event description:
A report was received that the patient was experiencing leg weakness after a permanent implant procedure. The patient also experienced inability to void. The physician believed that there was some local inflammation somewhere and that the symptoms were not device related. It was unknown if the symptoms were procedure related. The patient was admitted in the hospital and was discharged back home. Weakness had improved. The patient was voiding on her own and was recovering well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.